Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 and 28/oct/2013. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "lump/nodule, nipple discharge, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported having "nipple discharge, a lump or thickening in or near the breast or in the underarm area," and having "breastfeeding difficulties," specified as "not enough milk production." Patient additionally reported a rupture and capsular contracture, baker grade iii. This record is for the left side. Device remains implanted.